Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the image failure was not confirmed during evaluation, the definitive root cause of the image failure could not be determined. It is possible that the image failure occurred due to communication failure caused by damage to the cable unit as a result of user handling error. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that during preparation for use, the monitor didn't show an endoscopic image when the 4k camera head was turned on. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered water tightness test failure and the cable unit was damaged. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.